Event description:
Caller reported that cartridge was not fitting properly on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to remove case, inspect pump, clean pneumatic tap area, remove o-ring, and ensure cartridge clicks into place. After following these instructions, caller successfully loaded cartridge onto pump and resumed insulin.